Event description:
It was noted that the patient had been on bypass on (B)(6)2024 for pump implant. They were given protamine in the operating room to come off of the bypass. Other than that, there were no changes to patient anticoagulation status.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including peripheral thromboembolism and stroke, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient suffered from an embolic stroke. The patient's computed tomography (CT) scan showed an acute infarct seen on the right temporal cortex and basal ganglia. The patient went to interventional radiology and had the clot removed. The patient was currently not moving their left side prior to the intervention. They were to be monitored for neurological function. The left ventricular assist device (lvad) was functioning as intended without any alarms.